Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failure of an oscillating crystal, designator y4 from the digital pcb assembly. The oscillating crystal was observed to be thermally sensitive.

Event description:
The customer initially reported that their device had its low battery and service wrench icons illuminated. After an evaluation of the device by physio-control, it was observed that the device could not be powered on. There was no report of any patient use associated with the reported issue.